Manufacturer narrative:
The customer requested that a philips field service engineer (fse) / authorized service personnel (asp) be dispatched to the customer site. The customer sent the device to dealer sms (B)(4) for investigation. The dealer tested the system and could not reproduce this behavior. Device parts information provided by the customer: battery has sn: (B)(4) ; paddels are from (B)(4) 2016 and installation date has been (B)(4) 2016. The dealer reported taking these actions: pads replaced, self test performed, simulator connected, several shocks has been released and long time tests executed.the device is still at the dealer and has passed all testing. The dealer was not able to reproduce the failure when performing the operational check test and found all tests passed. Philips cannot rule out a malfunction of the device at the time it was reported. There is no indication of a systemic problem; no further investigation or action is warranted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device defibrillator did not deliver shock. There was no reported adverse patient impact. The customer reported they have a dfm100 failure. The efficia dfm defibrillator model 866199, is substantially similar to the heartstart xl+ (model #861290) and will be reported in the united states under device model# 861290.